Event description:
A report was received via social media that the patient underwent a revision procedure due to migration wherein one of the wires were pulled out. No further information could be obtained.